Event description:
--

Event description:
--

Manufacturer narrative:
Microscopic visual inspection identified no abnormalities. All of the seal plugs were intact and all of the set screws operated normally. The device was put through and passed manual pacing and shock impedance testing. The device was put through and passed a series of automated diagnostic testing. The device performed normally throughout laboratory testing.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device is currently undergoing operational and functional testing.

Event description:
Boston scientific crm received information that this patient was presented to the electrophysiology (ep) lab for replacement of a competitor right ventricular (rv) defibrillation lead. The competitor rv lead was fractured and was associated with electrogram noise, oversensing, inappropriate shocks, pacing inhibition (pacemaker dependent patient) and intermitted rv pacing impedance greater than 2000 ohms. Prior to the procedure, there was a report from the telemetry unit that asystole had occurred. The local representative contacted technical services to discuss pacemaker back-up during the procedure. Boston scientific crm received information that because of an existing venous access issue, the physician decided not to perform a lead extraction. The chronic device was electively explanted due to replacement indicators and the shock portion of the competitor rv lead was surgically capped. The left ventricular (lv) unipolar lead was inserted into the rv pace/sense port and the fractured competitor rv lead was inserted into the lv pace/sense port.

Manufacturer narrative:
No further intervention was required. There was no reports of patient adverse events during the procedure. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.